Event description:
It was reported that the implantable device exhibited a valid radio frequency overuse condition. A boston scientific company representative provided radio frequency (rf) issue troubleshooting. The radio frequency (rf) issue was referred to the higher technical support team. Additionally, patient is in atrial fibrillation (af) and having rapid ventricular response with intermittent ra undersensing resulting in the ventricular tachycardia. The implantable device remains in service. No adverse patient effects were reported.